Event description:
It was reported that following a urethral bulking the patient went into retention that is ongoing. A foley catheter was placed for drainage and a voiding trial will be repeated at a later date. The doctor reported the patient had received previous treatments for urinary incontinence but did not know the type or date.